Event description:
It was reported that the device could not be interrogated due to interference from the implanted lvad.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.